Event description:
Device 2 of 4; reference MFR. Report number: 1627487-2019-02957, reference MFR. Report number: 1627487-2019-02959, reference MFR. Report number: 1627487-2019-02960.

Manufacturer narrative:
Concomitant medical product: model 3166, pns lead, model 3149, scs lead (2). Therapy date unknown. Investigation results will be provided in the final report.

Event description:
Device 2 of 4. Reference MFR. Report number: 1627487-2019-02957. Reference MFR. Report number: 1627487-2019-02959. Reference MFR. Report number: 1627487-2019-02960. It was reported that patient underwent surgical intervention on (B)(6) 2019 to get improved coverage, where in the leads were explanted and replaced.